Manufacturer narrative:
A4 weight: 62.5 kg. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that shaft rupture occurred. The target lesion was located in the liver. A 130/20/1tip renegade catheter was prepared for infiltration, the syringe injected the liquid into the device, but the liquid was exposed in the distal tip and found a small holes. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A4 weight: 62.5 kg. E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection of the device revealed multiple bends and shaft kinks. Functional test was performed, the device was flushed and multiple shaft perforations with leaks were observed near the tip. Microscopic examination of the device revealed multiple shaft kinks and shaft perforations located at 6.3 cm, 6.7 cm and 7.5 cm from the tip. Based on analysis of the returned product, the reported allegation related to shaft damage was confirmed.

Event description:
It was reported that shaft rupture occurred. The target lesion was located in the liver. A 130/20/1tip renegade catheter was prepared for infiltration, the syringe injected the liquid into the device, but the liquid was exposed in the distal tip and found a small holes. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.